Event description:
It was reported that a skin reaction occurred. The patient experienced a skin reaction characterized by itching, rash, inflammation, swelling, blisters, scarring, drainage, and an infection that extended beyond the adhesive patch perimeter. The reaction occurred on an unspecified day after the sensor had been inserted in the arm. On (B)(6) 2025, the patient observed clear fluid mixed with blood leaking from the sensor site. After removing the sensor, the patient noted a rash with associated swelling and itchiness around the insertion area. She also identified four blisters, which had ruptured and were actively oozing clear fluid. The patient sought care at an urgent care clinic. The attending physician indicated that the reaction may have been caused by an allergy to the adhesive patch and documented the condition as a skin infection/skin irritation related to a medical device, despite the absence of diagnostic testing. The patient was prescribed oral amoxicillin twice daily for 10 days and instructed to use an unspecified topical cleansing soap 3-4 times daily for 10 days. The site eventually healed but resulted in a scar, and the tissue around the prior sensor location remains firm/hardened. There was no documentation of additional medical intervention or further details were provided. At the time of the report, the patient stated that her condition is currently fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).